Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown introducer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding assembly involving an exeter introducer and exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review could not be performed as lot details were not provided. Complaint history review: a complaint history review could not be performed as lot details were not provided. Conclusions: the exact cause of this event could not be determined based on the information available. The device was not returned for evaluation and the event could not be confirmed.

Event description:
The sales rep has reported on behalf of the customer that an exeter stem collar would allegedly not fix on to the introducer.

Event description:
The sales rep has reported on behalf of the customer that an exeter stem collar would allegedly not fix on to the introducer.